Manufacturer narrative:
Additional information has been provided in sections d.9, h.3, h.6 and h.10. The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming power supply was replaced. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The root cause of the reported event can be attributed to the nonconforming power supply. It is inconclusive how this component became nonconforming. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The power supply was received, and a visual assessment of the returned sample revealed no visual nonconformities. The returned power supply sample was installed into a calibrated laureate system, after which the system booted up normally but then shut down on its own after a few minutes, replicating the reported event. The reported event was confirmed. It is inconclusive how this component became nonconforming. The root cause of the reported event is attributed to the nonconforming power supply. It is inconclusive how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that before cataract surgery, the ophthalmic operating system abruptly powers off. An alternate ophthalmic operating system was obtained in order to complete the procedure. There was no harm to the patient.